Event description:
Independent repair center customer alleged low o2/yellow light , and the key failure is the power switch has a short circuit. Associated malfunction for this device: inlet filter dirty.